Event description:
It was reported that a new ilet user experienced hypoglycemia to 45 mg/dl about a few hours after starting therapy, following a dinner meal announcement; the user¿s spouse reported the patient consumed meat and fries and the system likely delivered insulin consistent with the announced meal while still learning insulin needs. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included approximately 30 minutes of glucose below range, self-treated with oral carbohydrate (regular cola), with recovery to 93 mg/dl and no medical intervention or hospitalization. Investigation included troubleshooting and education, including guidance that early use involves algorithm learning and the risk of incorrect meal size entry. Investigation of this case revealed user-related meal announcement error regarding meal size, with device performance consistent with design and no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size entry during the initial learning period, with no device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.